Event description:
Same patient as MFR: 2134265-2008-04437; 2134265-2010-02193; 2134265-2011-01525. (B)(4) study. It was reported that following a coronary artery treatment procedure the patient experienced chest pain. The lesion was a 3.0mm, 75% stenosed, 10mm long portion of the left anterior descending artery. The physician treated the lesion with placement of a 3.0x12mm taxus express2 study stent. The patient was discharged two days later. The patient complained of chest pain in (B)(6) 2012. The physician was informed of this adverse event information from other facility. According to the facility, this chest pain was the exertional chest pain (stable angina pectoris). The patient was prescribed an unspecified medication.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).